Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section d6b: if explanted, give date: not applicable, as lens was remained implanted. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after intraocular lens (iol) was implanted in the eye, it was found to be defective. Iol remains implanted. No intervention and not reported injury or adverse event. No further information available.